Event description:
Hcp reported pt was admitted with fever and dehydration and incisional drainage from the wound. The pt was treated with antibiotics, the wound was closed by a general surgeon. The device were removed and the pt is recovering well. The devices were explanted and returned to the manufacturer for analysis.